Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted implant when the capture threshold was measured, no capture was observed on the atrial lead. Noise was also noted. Atrial lead anomaly was suspected, so it was replaced. The procedure was completed without any adverse consequences to the patient.